Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 . The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 570 mg/dl. Reportedly, the customer administered a manual injection to address bg level.